Manufacturer narrative:
H6: at the time if this MDR submission, section d4 UDI# is "unknown" as it was not provided by the initial reporter. Because the UDI# is currently unknown, section h4 device manufacturer date shall be left blank. Upon receipt of the patient circuit, ventec will be able to obtain the UDI# and provide updates to section d4 and section h4. Furthermore, upon receipt of the patient circuit, ventec will perform an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the clear film wall of a breathing circuit had detached from the blue polypropylene spiral portion of the patient circuit (pediatric, active, oxygen, blue) assembly. There was no patient involvement associated with the reported event.